Event description:
It was reported that following a device system implant, the pt woke up in pain. The following day the catheter was revised as it was thought that the catheter was epidural. No troubleshooting was done in the operating room. The old catheter was pulled out and a new distal piece was placed. The reported indicated that everything went fine. It was later determined that the spinal cord was punctured during the initial placement of the catheter, the report indicated that the patient went home and was doing well; walking with a walker. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.